Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 9681834-2015-00271 to provide the sample evaluation results. (B)(4). The actual guide wire sample and a piece of the urethane layer were returned to the manufacturer for evaluation. Visual inspection of the guide wire revealed that the urethane layer had been sheared off of the core wire at the distal end of the shaft. The returned piece of the urethane layer was measured and found it unlikely that there was a piece missing from the urethane layer. Magnification of the guide wire revealed that the shear cross-section surface of the urethane layer was smooth. Some abrasions were noted at the distal end of the shaft. The urethane piece revealed a semi-circular groove along the total length in the lengthwise direction. The surface of the shear cross-section was found to be smooth. The outside diameter of the guide wire was measured on the undamaged segment and confirmed to meet manufacturer specification. The state of the adhesion of the urethane layer to the core wire was closely inspected on the shear cross-section under magnification. Firm adhesion of the urethane layer to the core wire was confirmed and met manufacturer specification. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation findings, it is most likely that the shearing of the urethane layer occurred on the actual guide wire sample when it was used in combination with a metal needle. With the absence of the device used in combination with the actual guide wire sample for evaluation, the exact cause cannot be determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 9681834-2015-00271 to provide the sample evaluation results.

Manufacturer narrative:
The actual device has been received but the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date this report was sent. For this reason code 11 was used in the conclusions section of h6. A review of the device history record and the product release decision control sheet of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. Terumo medical product (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : device is currently under evaluation

Event description:
The user facility reported separation of the urethane coating on the radifocus guidewire m device. Follow up communication with the user facility reported the following information: approximately 10cm of the distal jacket of the wire used during a pcnl (percutaneous removal of kidney stone) became detached from the guidewire in the patient; the detached fragment was successfully recovered from the patient. Additional information was reported on january 11, 2016: the fragment detached in the renal pelvis; it was reported there was resistance experienced before detachment from scar tissue; the fragment was easily recovered with scope; the procedure was not significantly delayed; and the patient was treated as intended.